Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor broken. Broken part was missing. It was unable to confirm if the customer received the sensor damaged due to customer returned opened and used sensor.

Event description:
The customer reported via phone call that they received calibration error alarms, change sensor alarms and bad sensor alarm. The customer's blood glucose was over 250 mg/dl at the time of incident. The customer stated that they received the bad sensor alarm after consecutive calibration error alarms. The customer stated that they calibrated 5-6 times a day. The customer was advised to calibrate 3-4 times a day. Troubleshooting did not occur. The sensor will be replaced and will be returned for analysis.